Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging a calcode issue with his onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient claimed that the calcode issue began at an unknown time on (B)(6) 2016 when his meter was coded at 32 and he began getting higher readings than anticipated. The patient manages his diabetes with a combination of insulin and oral medication, including novolog, januvia and actos. He indicated that his normal routine is to administer 70 units of novolog before breakfast and lunch and 40 units before dinner. It is unclear if he took any immediate action following the start of the alleged issue. He indicated that between 45 minutes and 1 hour later, he developed symptoms of "sweating, heart would speed up and weakness." He denied receiving any treatment for his symptoms. He reported that during the evening of (B)(6) 2016, he decreased his insulin dose because of symptoms he was experiencing with taking insulin. He also reported that during a routine check-up with his doctor on (B)(6) 2016, a blood glucose result of "151 mg/dl" was obtained on a laboratory device. The patient indicated that this is a "normal" result for him. During troubleshooting, the cca walked the patient through coding the meter correctly at 25, rather than 32, and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged calcode issue began.